Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported they had a problem with their interstim. The patient was transferred to patient services. Additional information from the patient on (B)(6) reported they were having more leakage. The patient wanted to adjust, however the programmer was not working. The patient synced with the patient programmer and it showed that stimulation was off. The patient noted she must have turned stimulation off. It was noted that troubleshooting resolved the issue. The patient stated she had a jolt when turning on stimulation on (B)(6), however they turned it back off. The patient noted she had some problems with "pesserie" so they took it out and thought it was the presserie and they still had issues and knew it was the interstim at that point. The patient noted it was the spring time when that occurred. The patient noted the symptoms had been back since the spring time. The patient noted the remote did not work since (B)(6) and the had a jolt on (B)(6). There were no further complications that have been reported as a result of this event.